Event description:
Patient reported rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported rupture. The device has been explanted.. This relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.it is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.